Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bearing, catalog #: unk, lot #: unk. Unknown tibial trays, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. Investigation is in progress. Multiple MDR reports filed for this event; please see associated report: 0001822565-2018-06321, 0001822565-2018-06322. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, patient underwent a manipulation and aspiration and continues to experience pain.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this product was reported under the incorrect MFR#. It will now be reported on under MFR#: 0001825034-2018-11562.

Event description:
No further event information available at the time of this report.